Event description:
It was reported the colonovideoscope exhibited flickered image and the image cut out. The issue occurred during inspection for use for a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.